Event description:
Green light covers were applied to the operating room lights. The cover ripped which made it unsterile. The scrub tech removed the cover and then replaced her sterile gloves. She had the rn open a new package of handles then replaced them. When the packaging is opened, the problem is not readily apparent. Staff become aware of the problem once the device is in use. There were approximately 5-6 affected products identified within one week at this facility. The product in this report was not part of the recall that the manufacturer issued last year for this product. The devices in this report are from the same catalog number from the recall, but different lot numbers. Since the recall was issued, staff have noticed that the plastic on the product looks thinner for the portion that covers the light handle stem. They also have noticed that the packaging is different. The manufacturer has been notified and product has been returned from this event. Manufacturer response for light glove, devon (per site reporter): the rep requested the information over the phone and requested pictures of the light glove. She has the ref and lot numbers of the package.